Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') in an adult female patient who had essure (batch no. 623222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood loss anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved and the fatigue, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: medical leave related to essure: yes. Patient received treatment for- pain, bleeding, as discrepancy noted in essure confirmation test. Trailing coils: right- 3, left- 4. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: unknown. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received. Lot number, reporters information and medical history were added. Event menorrhagia and blood loss anaemia were updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic/pelvic pain'). In an adult female patient who had essure (batch no. 623222), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue") and headache ("headaches"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, iron deficiency anaemia, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved. And the fatigue, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, iron deficiency anaemia, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: medical leave related to essure: yes. Patient received treatment for: pain, bleeding, as discrepancy noted, in essure confirmation test: trailing coils: right 3, left 4. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2009, unknown. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, quality safety evaluation of ptc. Event: blood loss anemia updated to anemia from chronic blood loss. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved and the fatigue, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: medical leave related to essure: yes. Patient received treatment for- pain, bleeding, as discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: unknown. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury nos replaced with event chronic/pelvic pain, menorrhagia (heavy menstrual bleeding), anemia, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), abdominal pain, back pain, fatigue, headaches and weight gain. Patient demographic details, re porter and product information was added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.